Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) associated with this event have not yet been returned to the manufacturer for investigation. The device is being held by the patient's wife on advice from her attorney. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. A review of the available downloaded software flag and ECG data indicates that the lifevest detected multiple runs of ventricular tachycardia and initiated detection sequences. During the detection sequences, response button usage and device shutdowns prevented the lifevest from delivering a treatment.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient passed away while wearing the lifevest. Per the clinical analysis of the patient's death, the patient was in a treatable arrhythmia prior to passing. The clinical analysis determined that the patient experienced ventricular tachycardia at 170 bpm from 7:57:48 am until 8:01:48 am on (B)(6) 2018. The response buttons were pressed during this time, preventing the lifevest from delivering a treatment shock. The lifevest was shut down at 8:03:22 am on (B)(6) 2018 while the patient was in an arrhythmia detection. The lifevest was restarted at 8:04:49 am. At 8:05:43 am, an arrhythmia was detected by the lifevest. The clinical analysis determined that the patient's rhythm was ventricular tachycardia at 170 bpm. The response buttons were pressed during this time, preventing a treatment shock from being delivered. A non-treatable rhythm was declared by the lifevest at 8:05:51 am. At 8:06:15 am, the lifevest detected an arrhythmia. The clinical analysis determined that the patient's rhythm was ventricular tachycardia at 180 bpm with motion artifact. The response buttons were again pressed during the arrhythmia, preventing a treatment shock from being delivered. A non-treatable rhythm was declared by the lifevest at 8:06:41 am. At 8:08:10 am, the lifevest detected a treatable arrhythmia. The clinical analysis determined that the patient's rhythm was ventricular tachycardia at 170 bpm. The response buttons were pressed during the arrhythmia detection, preventing the lifevest from delivering the treatment. At 8:08:46 am, the lifevest was shut down while the patient's rhythm was ventricular tachycardia at 170 bpm. It was reported that the patient's wife had been pressing the response buttons, and had removed the device. An ambulance was reportedly called during the event, however resuscitation attempts were not made on the patient as he had already passed when the ambulance arrived. A warning exists in the patient manual against bystander interference. The warning is stated as follows, "only the patient should press the response buttons. The patient's ability to press the response buttons lets the device know whether or not the patient is conscious and is critical in deciding when to give the patient a shock. If anyone other than the patient holds the response buttons, needed therapy may not be delivered, possibly resulting in serious injury or death." The lifevest operated as designed and detected the arrhythmias. There is no indication at this time of a device malfunction causing or contributing to the patient death.